Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced high blood glucose event on (B)(6) 2026 which was treated with manual pump insulin infusion. No further information available.